Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; other pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: removal of obstryx mid urethral sling. Nonsurgical treatments: on (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): vaginal oestrogen cream made by professor van caille for the treatment of: determine whether the obstryx mid urethral sling needed to be removed. Treatment duration: approx 2 months - didn't change anything. The procedure performed (B)(6) 2015 were total hysterectomy, bilateral salpingo-oophorectomy, obtryx ii sling implant and cystoscopy procedures. Findings during the removal of suburethral mesh procedure performed on (B)(6) 2018 includes suburethral tape with no erosion noted. The course of the tape was at the level of the bladder neck.

Manufacturer narrative:
Block a1: (B)(6). Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block b3: date of event was approximated to (B)(6) 2017, first consultation due to onset of symptoms date, as no event date was reported. Block e1: this complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The revision procedure surgeon is: dr. (B)(6). Block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e2401 captures the reportable event of serious injury otherwise not specified. Patient code e0206 captures the reportable event of unspecified mental, emotional or behavioural problem. Patient code e2330 captures the reportable event of pain. Impact code f1903 captures the reportable event of device explantation procedure. Impact code f12 has been used in the light of the patient sought legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6)2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rect pain; thi pain; oth pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: removal of obstryx mid urethral sling. Nonsurgical treatments: on (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): vaginal oestrogen cream made by professor van caille for the treatment of: determine whether the obstryx mid urethral sling needed to be removed. Treatment duration: approx 2 months - didn't change anything.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.